Event description:
Stapler misfired with original load and reload, caused a hold in the bowel. Extra bowel resected due to stapler misfiring. Manufacturer response for stapler, ta auto suture (per site reporter), none to date.